Event description:
It was reported to philips that the device does not work. Device has error code 7:38. The bench technician found the device had error_error 7:38 it is given by a failure in the som pca. The solution is to exchange the processor pca. Which contains the som pca. It was determined that this was a malfunction of the processor pca. It was replaced and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.

Event description:
The bench technician found the device had error: error 7:38 it is given by a failure in the som pca. There was no patient involvement.